Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) prematurely depleted. The patient was programmed with a current of 4 ma on both sides. The current was reduced to 2.8 ma to save the battery life. Surgical intervention was planned, but it was unknown when the surgery was scheduled. The issue was not resolve at the time of this report.

Event description:
Additional information received from the representative indicated no more information could be obtained from the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.